Event description:
It was reported while using bd 3ml syringe slip tip with bd precisionglide¿ needle the tip broke. There was no report of patient impact. The following information was provided by the initial reporter: syringe tip broken before use.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: one photo was received by our quality team for evaluation. From the photo, barrel tip breakage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the returned photo, no damaged package was observed. The syringe tip with assembled needle was observed with breakage from the barrel. The sample could have been hit by heavy force and resulted in tip breakage. The team has reviewed and investigated different sections of machines which could potentially lead to the reported defect. The team is unable to identify a root cause as a sample was not received. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd 3ml syringe slip tip with bd precisionglide¿ needle the tip broke. There was no report of patient impact. The following information was provided by the initial reporter: syringe tip broken before use.